Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) high out of range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. The plan is continuing to be monitored. The product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) high out of range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. The plan is continuing to be monitored. Additional information received indicates that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate electric shock during spinal rfa (radiofrequency ablation) procedure of this patient. The product remains in service and no additional adverse patient effects were reported.